Event description:
A patient reported experiencing hyperglycemia while using a one touch meter. The ot meter has not been reportedly working for a week prior to this event. Pt uses ot meter together with spouse. On the day of event, pt was not feeling well and was experiencing nausea, vomiting, headache and 'feet were on fire'. Pt's blood glucose was 500mg/dl on a neighbor's meter of unknown brand. Pt later took morning set dose of regular and nph insulin, but did not seek any medical advice. Pt does not base insulin intake on the ot meter readings. No further information has been reported.